Event description:
Miscarriage[abortion spontaneous nos], hyperglycaemia[hyperglycaemia nos]. Case description: a medical doctor reported that a pt, who was using an induo closer due to diabetes mellitus, had a miscarriage. The pt had used the induo closer at the beginning of their pregnancy. However the closer allegedly did not dispense the insulin and the patient was hyperglycaemic for about 10 days. Pt was advised by the reporting physician to stop using the induo and switch to humalog, but the patient kept the induo. The patient had the miscarriage approximately 2 months after the hyperglycaemic events. The patient has no concomitant diseases and takes no concomitant medication. The reporting physician stated that it was impossible for them to assess the causality. Comment: pregnancy complicated by diabetes mellitus is associated with higher maternal and perinatal morbidity and mortality rates. Further information has been requested.

Event description:
Lastest followup information received on 12/12/02: since the last submission of this case the following has been updated. Analysis result received (see section h10).